Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, fse was at customer's site to resolved reported event. Fse verified intermittent high area error. Fse found air slugs in line from wash bottle, tension screw on large syringe not fully tightened causing air in wash, which can cause high area error. Fse ran patient samples successfully without error. On (B)(6) 2018, fse followed up with customer, customer reported having more random high areas reported, but clears after rerun. On (B)(6) 2018, fse returned to customer's site, errors reproduced on instrument. Fse proactively replaced sample needle with a special vent needle. Fse completed 13 patient samples runs, successfully without any high area errors. Fse ran calibrators and controls successfully; all results were within acceptable range. The g8 instrument was performing as intended. No further action was required from field service. A 13-month complaint history review and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 3 - assay operations area the peak area corresponds to the volume of each fraction. This is the value calculated by integrating the detector output by time. The unit is mv-s (millivolt-second). The total area, which is the sum of all individual peaks, changes depending upon the sample concentration. The acceptable range of total area is from 500 to 4000. However, optimal results are obtained in the total area range from 700 to 3000. In chapter 4: screen operations states that if the area was >4000 (area high), there would not be a result. In chapter 6: troubleshooting, section 6:3 - error messages. 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was due to problem with patient sample tubes requiring special venting needle.

Event description:
On (B)(6) 2018, customer reported high area error on the g8. The customer states that they've also had intermittent high pressure errors since performing pm the previous week. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.